Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device did not alarm when air in line was present. There were no reports of any adverse events while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.